Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results on the subject meter (onetouch ultralink) in comparison to results obtained on another meter (unknown meter). The patient did not specify the results obtained but stated the tests were performed within 30 minutes of each other. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.